Manufacturer narrative:
A partial lead with the connector portion measuring 14.7 cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Manufacturer narrative:
(B)(4). The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the left ventricular lead was capped on (B)(6) 2014 due to unknown reasons. During an unrelated procedure on (B)(6) 2019, the physician uncapped the lead and noted that the lead exhibited high capture thresholds. The lead was recapped on (B)(6) 2019. The procedure was stopped due to unrelated issues. Patient was stable after the procedure. On (B)(6) 2019 a replacement lead was implanted, and the patient was stable throughout.